Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 27.1 seconds, with a monitoring voltage of 2.71 volts. The device triggered elective replacement indicator (eri) battery status earlier than expected. The device was explanted and replaced with another boston scientific ICD.